Event description:
Review of information revealed that the pacemaker device and lead could not have prevented death and did not cause or contribute to death.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing and visual inspection did not find any anomalies except for damage consistent with procedural damage. Outcomes attributed to adverse should have been selected for death instead of required intervention to prevent permanent impairment/damage.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiopulmonary arrest, hypoxemia, sepsis syndrome, and staph endocarditis.